Event description:
On (B)(6) 2012, a vns treating neurologist's nurse reported that the vns patient was seen that day due to an increase in seizures, below pre-vns baseline levels which started 2 weeks ago. There have been no recent changes in medications or lifestyle. The nurse performed system diagnostics and the results showed high impedance; output=limit/lead impedance=high/dcdc=7/eos=no. The patient was last seen by the physician in (B)(6) 2010 and diagnostics were within normal limits at that time. No trauma or manipulation to the device occurred. The patient will be seen again to disable the device due to the high impedance. The nurse stated that x-rays will not be taken. The patient was referred to a surgeon for a full revision. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, when the patient underwent revision surgery. The patient was originally scheduled for a full revision surgery. The pre-operation diagnostics revealed output=limit/lead impedance=high/dcdc=7. When the generator was explanted it was found that the lead pin was inserted into the set screw, but the header was detached from the generator can. A new generator was then connected to the original leads and diagnostics were all within normal limits with an impedance of 6342 ohms out of the generator pocket. Despite this impedance value of 6432 ohms still being high, the surgeon did not want to do a full revision due to the risks of replacing the lead. The surgeon ran diagnostics with the generator in the pocket and results were within normal limits of 5814 ohms. As this is still on the high end for impedance values the patient will be monitored closely to check the impedance. The patient was then set to 0ma. The explanted generator was received for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury. Brand name; common device name; model #, serial #, lot #, expiration date; if explanted give date; device available for evaluation; device evaluated by manufacturer; device manufacture date; corrected data: inadvertently did not change report back over to the lead product on supplemental report #2.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name; common device name; model #, serial #, lot #, expiration date; device manufacture date; corrected data: additional information was received which changed the product the event is attributed to. Type of report, corrected data: inadvertently did not check "30-day" on initial report.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The bench and output monitoring pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The header was observed to be separated from the pulse generator case, which is not typical in a surgical procedure. Product analysis found that it is very likely that the header was separated from the pulse generator case during or after the explant process. This is based on the location of the tool marks observed on the pulse generator case and header. In addition, the generator as received photo shows no evidence of bodily fluid remnants in the case/header area. Therefore, this observation/finding is not considered a device failure, but instead the result of extensive manipulation of the product during or after the explant process. Other than the header anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.